Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a patient board set failure led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing found no image and dark display was caused by a faulty patient board set (circuit board). In addition, the video connector latch was worn, causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. .

Event description:
The customer reported to olympus, the video system center had no image when the scope is started and had a dark display. The event occurred during preparation for use prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.